Event description:
It was reported that the patient had revision surgery on (B)(6) 2012 due to swollen right knee. The right knee remains swollen and painful.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Catalog numbers and lot codes of other devices listed in this report. Cat# unk lot # unk description: size 4 femur right; cat # unk lot # unk description: insert 9mm posterior stabilized right; cat # unk lot # unk description: patella 38mm. It cannot be determined which, if any of these devices may have caused or contributed to the patient's swelling and pain.